Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading displayed as low, and the meter bg reading was 7.5 mmol/l. Customer consumed carbohydrates to address blood glucose level. Customer acknowledged pump functioned as intended.